Manufacturer narrative:
At this time, microline surgical, inc. Is awaiting the affected device back from the hospital so an investigation can be conducted. Once the investigation is complete and more information is available, a final report will be submitted.

Event description:
During a laparoscopic ovarian cystectomy, the device failed to open and close during a critical part of the procedure. The tip was removed and replaced.

Manufacturer narrative:
Despite requests from microline surgical, the device was never returned. Since the associated product was not returned to msi for investigation within 30+ days, this complaint was closed per pmf-q2-001.

Event description:
During a laparoscopic ovarian cystectomy, the device failed to open and close during a critical part of the procedure. The tip was removed and replaced.